Manufacturer narrative:
(B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys tsh assay and the elecsys ft4 iii assay on a cobas 8000 e 801 module and a second e 801 analyzer used for investigation. The results measured by the customer were reported outside of the laboratory to a physician. This medwatch will apply to the tsh assay. Please refer to the medwatch with patient identifier (B)(6) for information related to the ft4 assay. The sample was collected on (B)(6) 2019 and initially tested on the customer's e 801 analyzer on (B)(6) 2019. The sample was repeated using the wako accuraseed method and the abbott architect method. The sample was provided for investigation, where it was tested on a second e 801 analyzer on (B)(6) 2019. The serial number of the customer's e 801 analyzer is (B)(4). The e 801 analyzer used for investigation is serial number (B)(4). Tsh reagent lot number 416233, with an expiration date of october 2020 was used on this analyzer.

Manufacturer narrative:
The investigation could not identify a product problem. The differences of the tsh values, generated with the different analyzers are caused by differences of the setups of the assays, the antibodies used, and differences of the standardization materials and procedures used.